Event description:
Per the clinic, the external device became hot while in use, causing a blister on the recipient. The device has been requested to be returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).